Event description:
Info received indicates the bed has old casters that will not hold and/or lock into brake.

Manufacturer narrative:
The technician found the caster were worn. He replaced the four casters and adjusted the brake to repair the bed.